Event description:
It was reported that the device packaging was not sterile. The patient presented for percutaneous coronary intervention. The target lesion was located in the right coronary artery. A 3.5mm x 8mm quantum maverick balloon catheter was selected for use; however, the sterile package was found to be broken. The procedure was completed with a different device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
(B)(6).